Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
The customer, (B)(6) reported via (B)(6) that the pt, who is taking part in the (B)(4), sustained a sub-trochanteric fracture of the femur containing the pcr implant. The customer added that the fracture resulted from a fall while skiing in (B)(6). The customer further reported that the pt spent a couple of days in hospital in (B)(6) before being brought back to hospital in the (B)(6) for surgery. The surgeon performed an open reduction internal fixation of the fracture, keeping the per in situ. The customer added that the pt is currently making a satisfactory recovery.